Manufacturer narrative:
Additional review of this event revealed that this was previously reported under boston scientific reference number (B)(4) 2124215-2023-36625 for any further information, including device analysis results, please see the reports listed under those reference numbers.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. The patient had symptomatic asystole phases and was admitted to the cardiac intensive care unit (cicu) for a revision procedure. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion. The patient had symptomatic asystole phases and was admitted to the cardiac intensive care unit (cicu) for a revision procedure. The device was explanted and replaced. No additional adverse patient effects were reported.